Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced dilatation. During the procedure, the balloon was ruptured upon first inflation at 6 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported.